Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the MFR for evaluation. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. This is the only complaint reported for this lot number and issue to date. The device was returned. The balloon was curved in appearance and the core wire was bent in several locations. No twists were noted to the balloon. The patency of the guidewire lumen was tested and passed, the inflation hub was connected to an inflation device and the balloon was inflated to rated burst pressure and held for approximately 60 seconds. No leaks or ruptures were found. The balloon was completely deflated within specification. Upon deflation, the balloon was still bent in appearance. The investigation is unconfirmed for a twisted balloon, as no twists were observed to the balloon and the balloon was able to be inflated without issue. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event specific warnings, precautions and directions for use of the vascutrak pta dilatation catheter are included in the current instructions for use (IFU).

Event description:
It was reported that the pta balloon catheter appeared to be twisted upon removal from the packaging hoop. There was no patient involvement.